Manufacturer narrative:
No product was returned to vsi/teleflex for evaluation. A manufacturing record review was completed and no related nonconformance's were found. Based on the information, the most likely root cause of the issue is undeterminable. The IFU warns against using an access above the inguinal ligament due to chances of causing retroperitoneal bleeds. It is inconclusive if the retroperitoneal bleed was caused by the procedure or closure device.the physician stated that it could have been likely that the heparin drip was left too long which could have contributed to the bleeding however, does not suspect it to be manta related. Post closure angiogram revealed no issues. No angiogram was sent by the account for review. No difficulty in sheath exchange was observed during the case. The patient received two units of blood and is fine.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use includes precautions that include: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The manta instructions for use includes adverse events related to the deployment of vascular closure devices including: retroperitoneal bleeding as a result of access above the inguinal ligament or the most inferior border of the epigastric artery (iea) and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device include but are not limited to: late arterial bleed.

Event description:
The reporter stated the male patient with a weight of (B)(6) kg had a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The patient's femoral artery was reported to measure >6.0 mm in diameter. The reporter confirmed the manta 18f vascular closure device (manta) was deployed at the appropriately-measured deployment depth although the depth measurement is unknown. The closure of the femoral access site was reportedly completed without issue. Time to hemostasis after deployment of manta was reported as 35 seconds. The physician reviewed the post-closure angiogram and did not see any issue. On post-operative day #2, the patient reportedly became hypotensive, anemic and had pain the right groin. The patient received 2 units of packed red blood cells. On post-op day #3, a computed tomography (CT) scan was performed, and a retroperitoneal hematoma was discovered on the right side. The patient's heparin drip was discontinued. The physician stated he doesn't know how the issue could be related to manta and suggested that the heparin drip may have been on too long. There is no allegation of manta failure or involvement in the reported issue.